Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a scratched screen that was difficult to see. Blood glucose level at the time of the incident was unknown. Customer stated the device does show signs of physical damage. The customer stated that the batteries were lasting less than a week and rejected new batteries. The customer also stated that they were getting random no delivery alarms. No product is expected to return for analysis.